Manufacturer narrative:
(B) (4). The ge service rep will upload the software on the system.

Event description:
The customer reported that the system displays a generator error message and the system does not allow the user to xray. No patient injury was reported.